Event description:
It was reported by the patient that "at one point, one of the leads pierced the heart." Follow-up with the physician's office was attempted, but no additional information could be obtained to confirm a perforation occurred and if so, which lead caused it. It is also unknown if the lead was repositioned or if other intervention was necessary. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).